Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient activator would not work when the button was pushed during patient usage. Additional information received indicated that the batteries had depleted. However, there was no indication that the low battery indicator light had lit. The activator had been used multiple times. It was also noted that after changing the batteries, the activator worked. There were no reported patient complications as a result of this event.

Event description:
It was reported that the patient activator would not work when the button was pushed during patient usage. Additional information received indicated that the batteries had depleted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information received indicated that the serial number is unknown at this time.